Event description:
It was reported that a patient underwent an injection approximately 1.5 months ago and has experienced pain and swelling in the joint. A cortisone shot was injected on an unknown date with no known resolution. Attempts have been made and additional information on the reported event is unavailable at this time.